Manufacturer narrative:
Result: the ruby coil was detached from the pusher assembly and partially inside the coil introducer sheath. The pet lock on the proximal end of the pusher assembly was intact. The ruby coil proximal constraint sphere was inside the distal detachment tip (ddt) with a piece of sr wire attached. The outer diameter of the proximal constraint sphere, pull wire, and ddt was measured within specification. Conclusion: the complaint has been evaluated. The complaint indicates that the ruby coil unintentionally detached. Evaluation of the returned product confirmed that the coil was detached from the pusher assembly. The ruby coil proximal constraint sphere was inside the ddt with a piece of broken sr wire intact. It appears that the force used while deploying the coil, exceeded the tensile strength of the sr wire. The sr wire is what keeps the coil intact and attached to the pusher assembly. This is likely the reason the coil was noticed frayed during removal. Due to the damage of the coil, it is unknown if the coil was damage prior to the detachment. The root cause of this complaint cannot be determined. These device are 100% functional tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization using ruby coils. During the procedure, the physician was unable to advance a ruby coil entirely into the aneurysm and the pusher wire became kink. The ruby coil was retracted into the microcatheter and it became unintentionally detached. The procedure successfully continued using additional coils. There was no report of an adverse effect on the patient.